Event description:
It was reported that a device was used during a pneumonectomy procedure. The device fired an incomplete staple line. It was documented that the bronchial tissue stapled during the procedure was in poor condition secondary to lung cancer. A second device was used without incidence to complete the case. Twenty three days post operative the patient developed a bronchopleural fistula. The patient was reoperated on 05/2002. The patient expired post operatively. Based on the transcription of a telephone conversation with the surgeon on august 12th 2002, the surgeon stated "the function of the device did not contribute to the patient's death."